Event description:
The customer called the gambro clinical assistance line for issues with inaccurate fluid removal on prisma machine. The machine was programmed to remove 200 ml in an hr but had removed 427ml. The gambro intensive care therapy specialist was able to assist the customer via telephone to review the event history on the prisma machine determine that the nurse had inadvertently forgotten to break the frangible pin on the dialysate bag. This resulted in an inaccurate removal of fluid from the pt. Gambro intensive care therapy specialist explained in detail to the customer the "incorrect weight" alarms and what to look for and always watch in case they occur. Once the error was corrected, the pt was able to continue without any fluid removal issues.